Event description:
The pacing system was implanted on (B)(6) 2006. Reportedly, on (B)(6) 2018, during a standard follow-up, the estimated residual longevity was 37 months +/- 1 month, the battery impedance was 3,55 kohms, and 78 % atrial pacing and 95% ventricular pacing were observed. On (B)(6) 2019, during a standard follow-up, the estimated residual longevity was 23 months +/- 1 month, the battery impedance was 5.08 kohms, and 74 % atrial pacing and 98% ventricular pacing were observed. On (B)(6) 2020, during a standard follow-up, the device was found to have reached its recommended replacement time (rrt) and was programmed in vvi mode at 70 min-1, with maximum cardiac output and a battery impedance of 21.12 kohms. The subject pacemaker was replaced and returned for analysis. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Event description:
The pacing system was implanted on 28 november 2006. Reportedly, on 12 february 2018, during a standard follow-up, the estimated residual longevity was 37 months +/- 1 month, the battery impedance was 3,55 kohms, and (B)(4) atrial pacing and (B)(4) ventricular pacing were observed. On (B)(6)2019 , during a standard follow-up, the estimated residual longevity was 23 months +/- 1 month, the battery impedance was 5.08 kohms, and (B)(4) atrial pacing and (B)(4) ventricular pacing were observed. On (B)(6)2020 , during a standard follow-up, the device was found to have reached its recommended replacement time (rrt) and was programmed in vvi mode at 70 min-1, with maximum cardiac output and a battery impedance of 21.12 kohms. The subject pacemaker was replaced and returned for analysis. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.